Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons were non-responsive. Customer's blood glucose value was unknown. Customer stated that the battery life was diminished and the insulin pump was non-responsive to brand new batteries and also receiving random no delivery alarm. Customer also stated that the insulin pump had an unspecified alarm. The insulin pump will not return for the analysis.